Manufacturer narrative:
Device was not returned.additional manufacturer narrative:the device was not returned to edwards for analysis. Attempts to retrieve further information and device return were unsuccessful. Without return of the device to edwards or additional information, the root cause of the event cannot be determined.the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that the bioprosthetic aortic valve was explanted due to prosthetic valve leak and an early high gradient as well as having a residual aortic aneurysm. Aortic root and ascending aorta arch replacement was performed. The patient was reported to be in stable condition.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately nine (9) months and twelve (12) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm pericardial valve. Attempts to retrieve additional information were unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Without return of the device to edwards for analysis the reported clinical observation cannot be confirmed.